Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was 137 mg/dl. Device alarmed motion sensor test failure alarm and button error alarm. Customer walked into the ocean with the device on. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with motor error alarms during the rewind due to moisture damage on the motor. Moisture damage was found on the electronics also. Unable to verify the motion sensor test failure, button error, failed battery test, battery out limit, weak battery alarms or perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime or no delivery tests due to the motor error alarm. The pump passed the stop current and run current tests. The pump had minor scratches on the display window.